Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, while broaching a piece of the broach broke off in the broach handle. All pieces were retrieved. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d9; g3; h2; h3; h6. The following section was corrected: d1. The product was returned for evaluation. Visual examination of the returned product and provided pictures identified there was damage to the teeth of the device. The post also had fractured from the stem. The post had visible wear along the chamfered lip and in the cutout. The primary fracture mode was brittle overload as indicated by cleavage fracture surfaces. The fracture was suspected to have originated on the medial side of the post and progressed to the lateral side. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined; however, the complaint was confirmed based on the product review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the procedure was on the left hip and that the patient's activity level was described as normal. It was reported that no further information is available.